Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm; model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patients ipg was damaged following a non device related back surgery. It was noted that the physician moved the ipg and might have cut the lead during the back surgery. The damage on the ipg was not due to electrocautery. The patient underwent an explant procedure per physician's preference. No device malfunction was suspected.